Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and it showed excess lubricant on the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, there was water droplets found in the shape of foreign matter on the cannula".